Event description:
A trilogy 100 was returned to the third-party service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step related to the internal battery health being less than fifty percent during testing. The battery is still functioning and ac power can also be used; however, the battery is not functioning to specification. The device's internal battery was replaced to address the issue. Additionally, unrelated to the test failure, the device was found to be missing the power cord clamp, the handle was found to be missing, the rear enclosure was found to be damaged, rubber feet were found to be missing, and the front case was found to be cracked. All necessary parts replaced to address the issues.

Manufacturer narrative:
The reported failure of the internal battery health being less than fifty percent is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.